Event description:
A low reading issue was reported with the adc device. A caller reported a sensor scan of 53 mg/dl and customer was treated with sugar by mother based on the sensor scan. After thirty minutes, the sensor read 50 mg/dl and customer was treated with additional sugar. A blood glucose result of 400 mg/dl was then obtained on the built-in meter and the customer's mother provided corrective treatment of 4 units insulin (type unknown) and no additional treatment was reported. There was no report of death or permanent injury associated with this event. The caller reported comparison of 53 mg/dl sensor against 400 mg/dl built-in meter. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.